Event description:
Procedure type: roux-en-y. According to the reporter: surgidac endo stitch reload detaching from needle. This occurred three times during the same procedure. Opened another package of reload. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Nothing fell into the pt's cavity.

Manufacturer narrative:
(B)(4).